Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Fluoroscopy revealed that the left ventricular lead insulation was abraded. All electrical measurements were stable. No intervention was performed; the patient would continue to be monitored. No patient symptoms were reported.